Event description:
54-year-old male pt had been under hemodialysis with toray b1-1.0h filtryzer for treatment of chronic renal failure since 9/11/1997, and no adverse reaction had been observed. On 6/26/1998, dialyzer was changed to bk-1.3p filtryzer for deteriorating conditions of pt's oliguria and clinical data. After that, pt had been complaining of systemci pruritus. Pt had been monitored carefully. On august 10, hemodialysis started at 9:24 a.m. Pt experienced abdominal pruritus at about 11:40 a.m. And diphenhydramine oitment was administered, but symptom was not relieved and wheals were seen asystemically. As symptom deteriorated, 2 ampuls of "neo-minophagen c'(glycyrrhizin) was administered at 12:42 p.m. And hemodialysis was discontinued. When blood access was withdrawn, pruritus sensation was alleviated. Symptom disappeared on following day. On september 4, pt experienced another episode of systemic pruitus as soon as hemodialysis was initiated. Symptom deteriorated as time went on and pt experienced dyspnea. When 20ml of "neo-minophagen c" was administered, symptom was alleviated. Erythemas and wheals were observed systemically throughout dialysis session. Diphenhydramine was given and symptom disappeared on following day. On september 7, dialyzer was switched to another manufacturer's product and no adverse reaction has been seen since then.